Manufacturer narrative:
Components/parts that are part of the preventive maintenance plan and have defined lifetime(e.g., batteries) are not considered customer product complaints the complaint record is downgraded as the new information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, additional reportable information is received, the complaint will be reopened and new information will be submitted.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) batteries were not calibrated after the software change. They were outdated and should have been replaced on 12/02/2023. There was no patient involvement.